Event description:
It was reported that during a normal device follow up appointment the battery status for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at elective replacement indicator (eri). Seven months earlier the battery status was 40 percent remaining. The physician planned to enroll the patient in the remote home monitoring system and schedule a replacement procedure for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a normal device follow up appointment the battery status for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at elective replacement indicator (eri). Seven months earlier the battery status was 40 percent remaining. The physician planned to enroll the patient in the remote home monitoring system and schedule a replacement procedure for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a normal device follow up appointment the battery status for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at elective replacement indicator (eri). Seven months earlier the battery status was 40 percent remaining. The physician planned to enroll the patient in the remote home monitoring system and schedule a replacement procedure for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was successfully explanted and replaced. No additional adverse patient effects were reported.